Event description:
Medtronic received information that this bioprosthetic valve was abandoned after implant, due to central aortic insufficiency and regurgitation.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Conclusion - cause of event attributed to damage to the valve at implant. Analysis: upon receipt at medtronic's quality laboratory, the sewing ring and valve tissue were discolored showing evidence of blood contact. The stent cloth was cut and/or torn on the back of the right non-coronary stent post. All leaflets were slightly stuff but flexible. A large tear in the right cusp along the left right commissure appeared to have occurred during retrieval, but there is a possibility this may have occurred during implant. A small puncture was noted in the non-coronary cusp adjacent to the right non-coronary commissure which appeared to be due to a sharp object, possibly forceps. The right non-coronary and non-coronary left commissures were intact. A tear along the left right commissure was noted. Hydrodynamic pulse duplication testing demonstrated gradient and regurgitation levels that were higher than the historical baseline data. High speed video recordings during pulse duplication testing revealed that the right cusp commissure attachment was torn completely away from the aortic wall at the left right commissure. The right leaflet was flail and prolapsed severely as a result. Severe tearing/detachment was determined to be the cause of the elevated regurgitant volume as coaption was lost in the right/left commissure area as a result. The device history record was reviewed, and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis concluded that the valve was damaged at implant, resulting in the clinical observation of regurgitation.